Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was leaking. The home patient (hp) stated that the patient line was leaking because the tubing was cracked right at the edge where the cassette tubing connects to the patient line connector. The issue was found during priming. There was no damage to the overpouch bag. The cassettes were stored at room temperature. The hp started therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.